Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. As stated in the event detail, the product performed well according to the surgeon. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the initial surgery had been performed in 2008 by a different surgeon. The pt presented to the new surgeon with left sided pain. X-ray examination showed adjacent level disease. The surgeon decided to remove all the dynesys hardware as the pt had fused and the instrument had done its job. A tlif was performed. There were no product performance issues with the removed dynesys products.